Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "over infusing (21.09g, 21.07g, 21.12g)" was reproduced. The device was tested with reported flow accuracy delivery rate 40 ml/hr for 20 volume to be infused and 40 volume to be infused, the error percentage result were (+6.18%) and (+5.77%) respectively. A service history review revealed the device was serviced within the last 12 months for a similar issue. During the last service event, the device was tested for flow accuracy and was found to deliver within specified range and no correction was required. The reported condition was verified. The cause of the condition was found the pressure plate travel out of specification. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused (21.09g, 21.07g, 21.12g) during testing in the biomedical service department. There was no patient involvement. No additional information is available.